Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. Only the event year is known. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during evaluation, the repair technician found that this device failed calibration. Issue found during testing at service and repair. No additional information is available. This report involves one 3.0nm torque limiting handle with 4.5mm quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d3, h6. Part #03.632.204. Synthes lot # h452196-02. Supplier lot # h452196-02. Release to warehouse date: 17 jan 2018. Supplier: avalign technologies-nemcomed. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: it was reported that during routine incoming inspection of a loaner set, it was observed that a 03.632.204, 3.0nm torq limiting hndl 4.5mm qk couplg had failed calibration. The repair technician reported that the device had faded edge and etch clarity and correctness test was failed, on the serial number the ¿4¿ is faded. The minimum and maximum torque peak attained during evaluation was 3.21 nm and 3.25 nm respectively which is in the specified limit 3.1 nm- 3.5 nm for the part. Etch unreadable is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.